Manufacturer narrative:
A supplemental report will be submitted upon completion of the investigation.

Event description:
It was reported that, "patient was dislocating. The bipolar component and femoral head came apart, so revision was required."